Manufacturer narrative:
Pending evaluation. Concomitant device: (cn: 204-24-13, sn: (B)(4)) ps tibial insert size 4, 13mm.

Event description:
As reported, index surgery: (B)(6) 2010. Revision of a right total knee due to tibial loosening. The physician opened the knee in the usual fashion. He then removed the ps poly. After that he removed the tibial component. He then recut the tibia and removed any remaining cement. The physician then prepped the tibia for the implantation of the new tibial tray and stem. He trialed and then implanted the new components with cement. He then closed the joint in the standard fashion. There was no delay to the surgery. There was no reported patient injury. The patient left the operating room in stable condition. The rep was present at the time of the surgery. The devices will not be returned for evaluation as the hospital did not release implants to return to manufacturer.

Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the tibial tray and the bone, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the components were not available for evaluation. Concomitant device: (cn: 204-24-13, sn: (B)(6)) ps tibial insert size 4, 13mm.